Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was alarming on (B)(6) 2017 since she moved and could not get in to see her new doctor for six weeks due to the doctor being on vacation, insurances issues, etc. The patient stated at first she thought the alarm was coming from her new apartment security system. The patient was seen on (B)(6) 2017 at the doctor's office and the pump was determined to be empty and the patient was told her pump needed to be replaced. The patient stated the pump had been very helpful for her and she was not back to where she started with pain because of the pump going empty and her not being able to be seen. No further complications were expected or anticipated.